Event description:
Time: (B)(6) 2014. Time: 2:06pm. Blood glucose (mg/dl): 397. Time: 7:08pm. Blood glucose (mg/dl): high (greater than 500 mg/dl). Bolus (units): 14.00u. Time: (B)(6) 2014. Time: 5:34am. Blood glucose (mg/dl): high. Bolus (units): 17.00u. Time: 10:35am. Blood glucose (mg/dl): 487. Bolus (units): 8.10u. Time: 7:32pm. Blood glucose (mg/dl): high - customer went by ambulance to the hospital. The customer was found unresponsive by her husband who called an ambulance. She arrived at the hospital with a blood glucose of 1185 mg/dl. She was diagnosed with diabetic ketoacidosis (dka) and an upper gi bleed. She was given an insulin drip and put on a breathing machine. The customer reported that the cannula was twisted. She was released from the hospital on (B)(6) 2014.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the twisted cannula or to determine if it could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.